Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. As the lot number was not provided, a review of the lot history record could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, due to an inadequate nick and spread, after the clip was fired, it did not acheive hemostasis. When the device was removed from the anatomy, the clip was found at the end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.